Event description:
A male underwent aaa repair in 2004. The physician placed one main body and two iliac leg grafts. The pt had a type ii endoleak (and coil embolized) at some point but was lost to follow up for a two-year period. The iliacs are not calcified nor are they too tortuous. The sac enlarged but no endoleak was noted. The physician felt that may be the iliac legs may have pulled back slightly and the main body was about 3 mm under the lowest renal. In 2009, the physician could not identify an endoleak but placed a renu cuff and two iliac leg grafts to extend the seal zones. Pt outcome at this time is unknown.

Manufacturer narrative:
No device, only one cd was returned that contained films from the original placement of the tfb as well as images from the second procedure. We can advise that the development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. Although we can not determine with certainty the root cause for the difficulty experienced, we have notified the appropriate personnel and will continue to monitor for similar complaints.